Manufacturer narrative:
The investigation is in progress. The sample is not available for evaluation. No abnormalities that could have contributed to this event were found in the product documentation and the sample was released according to manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the scissors popped off while being used inside the eye which caused a retinal break. Additional information has been requested.